Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states a patient had a strange sound intermittently from his controller that occurred 5 times throughout the day and lasted for a few seconds each time. Log files were downloaded and sent to the manufacture. Upon investigation in the clinic, the beeps were found to be from the patients' automatic implanted cardiac defibrillator (aicd). Upon inspection at the clinic of the patients' controller, a loose power port on port #1 was found. A controller exchange was conducted without effect on the patient. The controller was then inspected in the clinic and the controller did not appear to have been mishandled or dropped. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power port 1 connector found slightly loose; however, the port performed proper mating and locks action when a power source was connected and the controller passed functional testing. The confirmed malfunction is related to the reported event. This issue is currently being investigated by the supplier. In addition, the reported strange audio sound was not confirmed during one hour bench testing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the supplier is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.